Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 75% stenosed target lesion was located in the mildly tortuous and moderately calcified radial cutaneous vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications reported.